Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported unknown side "a thin silicon layer on the smooth implant discovered after explanation" and "really worried and decided not to use these implants anymore".